Event description:
It was reported a peripherally inserted central catheter (PICC) was being placed. It was noted in 2003 that the catheter had fractured approximately 3 to 4 centimeters distal the suture wing. The cathetr was successfully removed. Anothe PICC was placed continuation of treatment. The patient's condition is good. This manufacturer is currently evaluating this device. Following completion of the engineering evaluation, a supplemental medwatch report will be forwarded under the appropriate sequence number. A lot search was peformed and revealed no other complaints to date for this failure mode on this lot number. However, without the device evaluation the company is unable to determine if the device met is specifications. User techniques during access and/or patient anatomy have contributed to this event. However, the company is unable to determine the relationship between the device an the cause for this event. The company's directions for use outline appropriate placement, access and maintenance procedures.